Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that one and half years following lasik surgery, the patient reported rainbow glare. The patient reported that she sees large rainbows around lights in the evening, and avoids driving in the evenings. No intervention has been performed. Additional information has been requested.

Manufacturer narrative:
No sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).